Event description:
It was reported that a smiths medical pump alarmed "no disposable - clamp tubing. No air in line noted. Patient was not affected. Pump settings: rate 2.2, volume: 42.5ml, given: 57.50. No further information available.